Event description:
Reporter indicated vns high lead impedance readings were noted for a patient at an office visit. The patient also no longer felt vns stimulation; the settings were previously decreased in (B)(6) 2012 from 1.25ma to 0.75ma due to unspecified side effects. The patient was also having increased depression. The vns was disabled. The patient is currently in the hospital due to an unknown reason. The patient had no known trauma and has been scheduled for x-rays. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.

Event description:
Reporter indicated the high lead impedance was due to an electrode fracture. The electrode array was not explanted. The generator was replaced due to end of service.

Event description:
Reporter indicated via the manufacturer¿s implant card that the patient had vns lead and generator replacement surgery on (B)(6) 2013 due to a lead break. The explanted devices were given to the patient.

Event description:
On (B)(6) /2013, it was reported that this vns patient was seen on (B)(6) 2013, and the device was interrogated. No additional information was provided and attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.